Event description:
Irix scissor arm broke at first joint above horizontal arm.

Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condtion was identified by the manufacturer in 1995 and corrective actions were instituted. The device cited in this report is involved in recall.